Manufacturer narrative:
The field service representative (fsr) could not duplicate the cooler heater leaks. The fsr performed testing/operation checks in all modes and no leaks were found. The cooler heater unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist noticed the cooler heater unit was leaking. All the fluid came out. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.